Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the measured shock output on the device was low. The alleged failure was identified while preventative maintenance was being performed on the device.